Manufacturer narrative:
(B)(6). A customer technical support (cts) assisted the customer with troubleshooting over the telephone. Cts directed the operator to reconnect the tubing to resolve the leak. A field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue with the assistance of cts over the telephone. (B)(4).

Event description:
The customer reported 100 milliliters of fluid leaked from a disconnected tubing at the sweep flow chamber (vc2) of the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.